Manufacturer narrative:
(B)(4).

Event description:
It was reported that usb port of the vns tablet had broken off when the operator attempted to remove the serial adapter cable. A usb cable could no longer be connected to the tablet as a result. The suspect tablet was received by the manufacturer on 08/11/2016, and it is currently undergoing product analysis. No additional pertinent information has been received to date.

Event description:
Product analysis for the returned tablet was completed on 08/29/2016. During the analysis it was verified that the usb port was damaged. Although the port was damaged, the pins in the usb port were not bent. As a result, the damaged usb port was able to be used during testing without a noted impact on performance. A bench generator was successfully interrogated, programmed, and had diagnostics performed. The identified cause of the damaged usb port was mechanical stress. No other anomalies were identified.